Event description:
It was reported that (2) devices were used during a laparoscopic gastric bypass. It was reported by the rep that the lcsc5 emitted a solid tone after working for beginning of the procedure. A new device did not work, so the handpiece was changed. The new handpiece would not work with either lcsc5 device, or with the generator. Another lcsc5 was opened from the same box and worked properly without further incident. There was no consequence to the pt.